Event description:
The manufacturer received information alleging a ventilator's sound abatement foam became degraded and caused carbon dioxide and confusion. The patient did receive medical intervention in the form of hospitalization. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator's sound abatement foam became degraded and caused carbon dioxide and confusion. The patient did receive medical intervention in the form of hospitalization. In the previous report b2, h7, and h9 were omitted. They are reflected on this report. H1 was incorrectly reported as a malfunction and should be reported as a serious injury. It is corrected on this report.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator's sound abatement foam became degraded and caused carbon dioxide and confusion. The patient did receive medical intervention in the form of hospitalization. After receiving further information from the patient it is determined that the initial report should have been filed as adverse event only. Section b1 and b2 has been updated/corrected in this report.